Event description:
The patient's blood glucose elevated to over 600 mg/dl in 2007, and she bolused 6 units of insulin. At 11pm, the patient's blood glucose measured 520 mg/dl and she gave herself 3 units of insulin via pen. The patient believes the infusion tubing was bent. The patient's normal blood glucose range is 100-120 mg/dl. No further information is available. Product was requested to be returned for evaluation.